Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed has note from the floor that patient temperature (pt) was not registering on device. Wanted to send in for repair and get a loaner. Transferred to ttm remote.

Manufacturer narrative:
The reported issue was confirmed. The device was not returned. The root cause for the reported event could not be determined. It was reported that the biomed has note from the floor that patient temperature (pt) was not registering on device. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed has note from the floor that patient temperature (pt) was not registering on device. Wanted to send in for repair and get a loaner. Transferred to ttm remote.